Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid. The cause of cloudy fluid was unknown. It was reported that the patient was not hospitalized. The patient was treated with unspecified antibiotics(doses, routes and frequencies were not reported. Pd therapy was ongoing. At the time of this report, patient has recovered from the event. No additional information is available.